Manufacturer narrative:
The product has not been rec'd for eval. Product history records could not be reviewed because the rptr did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. The lens models reported were sa60at, sn60wf, restor, toric, and one unk. Chang d.f., masket s., miller k.m., braga-mele r, little bc, mamalis n, oetting ta, packer m: ascrs cataract clinical committee. Complications of sulcus placement of single-piece acrylic intraocular lenses; recommendations for backup iol implantation following posterior capsule rupture. Journal of cataract refractive surgery. 2009 aug; 35(8): 1445-58. Add'l info was requested on 12/17/2010 by fax and mail. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A journal article reported a series of thirty pts (thirty eyes) who had experienced complications of intraocular lens (iol) implantation in the ciliary sulcus. Twenty-nine of these pts were implanted with lenses from this MFR. The pts were implanted between 2005 and 2008. Posterior capsule rupture and iol decentration were observed in approx two thirds of the eyes. None of the iols were suture fixated to the iris or sclera. At the time of the initial consultation, the corrected distance visual acuity (cdva) ranged from 20/20 to 20/400. The mean intraocular pressure (iop) was 22.1 mmhg. Approx one third of the pts were taking at least one iop reducing medication. Pigment dispersion was the most frequent complication (25), followed by iris transillumination defects (24), posterior capsular rupture (21), iol edge symptoms (17), increased iop > 22 mmhg (10), intraocular hemorrhage (7) and cystoid macular edema (4). Currently, two pts are being managed medically or by observation. The other 28 pts underwent a surgical intervention. Interventions were haptic excision (1), exchange alone (10), exchange with vitrectomy (15), iol repositioning (1) and one unk procedure (1). The postoperative visual acuity improved, on average, compared to the preoperative visual acuity. Most eyes attained a cdva of 20/20. The eye with the worst cdva postoperatively had chronic cystoid macular edema (cme) and poorly controlled iop. Four rep cases were described in the report. Statistical info was given for the remaining pts with no pt identifiers. Eighteen eyes were implanted with one model; six eyes were implanted with a second model, and one eye was implanted with a third model. There are seven medical device reports associated with these events. This is the seventh report and is for one eye implanted with an unk model.